Event description:
It was reported that prior to starting a da vinci surgical procedure, upon inspection of the curved bipolar dissector instrument, the plastic at the end of the jaws was observed to be broken. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found thermal damage between the two grips at the base of the instrument yaw pulley. The yaw pulley was melted and exhibited arcing damage. The damaged area measured approximately 0.07 x 0.061 and material was missing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing material from the yaw pulley could likely cause or contribute to an adverse event, if the malfunction were to recur.